Event description:
It was reported that the device was difficult to remove from the vessel. A rotawire drive was selected for use. During the procedure it was noted that the device was difficult to remove from the vessel post procedure. No patient complications were reported.